Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported charger doesn't work and has not for sometime. It was reported that ins needed to be replaced as it's been several years since ins worked. Caller states 4 years this all started. Caller states the patient was charging and that quit working so went to someone in marshall and someone got the ins working however worked for just a short time and now has not tried as the ins will not work again. Caller states they do not have records of when that was when they met with a rep. Patient was advised to meet with their health care provider to get battery going again. Patient reported that the unit stopped taking a charge. They contacted the rep and it only lasted a few weeks.